Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that she is experiencing a return of symptoms as well as a numbness and a tingle that goes down her left leg. Patient says these symptoms have been occurring since she fell on (B)(6) 2019, adding that she seemed to have fallen on the ins battery and that since she fell patient says she had the amplitude set to 3.5v but this was too high, so she decreased to 2.5v. Patient called her hcp and he advised her to call mdt to have a mdt rep meet at their appointment on (B)(6) 2019 at 2:45 pm. Pat agent emailed the field on pt's behalf since her hcp redirected her to mdt. No further complications were reported or anticipated.